Event description:
According to a letter received in the legal dept, "please be advised that we represent pts. Pt was injured when your instant cold pack-medium caused 1st and 2nd degree burns to their back which resulted in permanent scarring."